Event description:
Customer reports, the active system produced undosed results of 15 mg/dl and lo (less than 10 mg/dl). No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.